Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead needed to be repositioned because fluoroscopy showed no slack in the lead. The lead is still in use. No patient complications were reported as a result of this event.